Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the first femoral access (right) was presented with difficulty to advance the delivery system. After some attempts, the distal tip looked curved and the capsule was constrained. The physician decided to use a new large flexnav delivery system in a second femoral access (left). The first femoral access were closed with no complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of difficult to advance the delivery system and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The patient did not have a tortuous anatomy. The cause of advancement difficulty could not be determined. Based on the information received, the reported material deformation is consistent with procedural difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.